Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 23 years old and was last returned to the manufacturer for repair on (B)(6) 2004. Inspection of the device displayed no external damage to the unit. Testing of the device revealed that the motor operated within specifications. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the left and right side. The unit was also out of side to side calibration at the zero thickness setting. Customer's event was unable to be verified. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome was not working/working intermittently. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.